Event description:
The customer reported that the system did not display a live fluoroscopic x-ray image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and identified as the root cause of the issue. No conclusion can be drawn at this time and a quote was issued.